Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant product(s) : yrbrhxc2816135 stent graft; yrirhxc1685 stent graft, implanted: (B)(6) 2005. Yrirhxc16115 stent graft, implanted: (B)(6) 2005. A 5076-58 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that right atrial (ra) lead had intermittent capture threshold, measured undefined impedance, exhibited oversensing, and was observed with noise due to a confirmed fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.